Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device gave an alarm after power-up self test. The internal examination of the pump showed contamination consistent with fluid ingression. The main printed circuit board had fluid damage.

Event description:
Information was received indicating that a smiths medical pump was constantly beeping when it was on. There were no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device gave an alarm after power-up self test. The internal examination of the pump showed contamination consistent with fluid ingression. The main printed circuit board had fluid damage.